Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states the receiver ceased to function. The product was evaluated. An external visual inspection was performed and failed due to usb port connector was contaminated/ damaged. Charge and boot testing was performed and failed due to receiver not turning on. A receiver download was attempted but could not be completed due to receiver not turning on. The receiver was opened and an internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.